Event description:
It was reported that the customer went into a swimming pool with the insulin pump on. The buttons stopped responding and the screen went blank. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank screen was noted and all buttons functioned properly. However, moisture damage to the keypad traces and electronics assembly was found during visual inspection. No moisture damage found on the motor, battery tube and vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.